Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a leak was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the events occurred from mid august to october 31, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fourteen (14) exactamix 500 ml eva tpn bags leaked from the port. The issues occurred during use of product while compounding filling or prior to send to patient use. There was no patient involvement. No additional information is available.